Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of the ok keypad button¿s under-response was not duplicated during testing; all of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of contamination found on the button contacts. There was no defect found during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.